Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an intermittent out of range signal. At the end of the call with dexcom technical support, the out of range signal disappeared. Dexcom has issued an rga for patient to return his device to be investigated.